Event description:
It was reported that the patient had a fall and since the fall gets an electric shock whenever he switches on a light. It was noted that the patient had an x-ray and the leads had not moved. It was noted that all impedances were within normal range. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient had the device switched off because of the event. Additional information received reported that the patient had a stimulator implanted and a lead lying at the t11/t10 interface and another lead lying in retrograde position in the l4/l5 interspace. It was noted that the spinal cord stimulator (scs) had been working reasonably well with regard to his leg and foot pain. It was noted that the patient had a fall on his side and since the fall had begun to develop shock like sensation from his fingertips into his arm when using the light switches in his house while his spinal cord stimulator (scs) was switched on. It was noted that the patient was clear that he does not develop this sensation when he was not touching the light switches and would not develop it if he was touching the panel rather than the light switch. It was noted that impedances were tested and all showed ¿fairly attached¿ and were all within normal range. It was noted that the x-rays showed no evidence of lead discontinuity or fracture. It was noted that therapy measurements for impedance on program 1 and 2 showed ¿???.¿ it was noted that impedance values on 1 and 4, 3 and 4, and 4 and 7 were greater than 4,000. It was noted that contacts 5 and 7 showed ¿???.¿ additional information received reported that the manufacturing representative saw the patient at the clinic a week prior to report. It was noted that they took impedance measurements as the patient was standing and when reaching out for the light switch. It was noted that all impedances were in normal range. It was noted that the stimulator was turned on and the patient got good coverage in the area where the patient had pain. It was noted that the patient experienced a ¿shocking sensation¿ when he raised his arms. It was noted that it was the same sensation as when he touched the light switch. It was noted that they discussed with the patient and both agreed that shocking appeared to be lead movement causing an increase in paresthesia. It was noted that the patient decided that they wanted their device removed and did not want a lead revision.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead; product ID 3986a, lot # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).